Event description:
Customer reported that a malfunction occurred with the pump, potentially due to heat exposure. There was no reported adverse impact to the customer¿s blood glucose level. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.